Event description:
Initially, during a call to the baxter technical service center, the home patient (hp) stated he was recovering from peritonitis. A follow up call was made to the facility nurse who provided the following clinical information: the initial event of peritonitis was on (B)(6)2010. The patient presented with cloudy effluent which was cultured on (B)(6)2010. The culture was positive for (B)(6). A cell count was performed and results were positive. A gram stain was performed and results were gram positive. The patient was treated per protocol with vancomycin 2 gram intraperitoneal (ip) two times per week for two weeks an ceftazidime 1gram intraperitoneal every day for two weeks. A home visit was completed. The wife is the caregiver and is well trained. At the home visit, she was able to demonstrate appropriate techniques. The physician indicated the issue was not related to baxter devices or solutions but may be related to catheter issues. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4).the sample was not returned therefore, no evaluation was performed.